Event description:
As reported, following a vaginal delivery, a 'bakri tamponade balloon catheter' leaked during treatment of postpartum hemorrhage (pph) secondary to uterine atony. Prior to placement of the balloon the patient experienced post postpartum hemorrhage due to weak contractions. The patient lost 1205 ml of blood within 2 hours, which was not improved by the appropriate treatment to strengthen the contractions. After the balloon was placed into the uterine cavity, the contractions improved, and the patient was transferred to the ward. The patient was evaluated, and the nurse found the drainage from the uterine drainage tube was not bloody but watery and clear; device leakage was suspected and reported immediately to the doctor. Reportedly, the leak was found at the top of the balloon. The patient lost about 120 ml of blood after the device failure. Total bleeding reported was 1400 ml. Hemostasis was achieved by gauze tamponade and compression after balloon rupture. The patient required 4u of suspended erythrocytes [red blood cells (rbcs)] + 400ml of normal frozen plasma intraoperatively. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer address 1= (B)(6). E1: customer address 2= (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, following a vaginal delivery, a 'bakri tamponade balloon catheter' leaked during treatment of postpartum hemorrhage (pph) secondary to uterine atony. Prior to placement of the balloon the patient experienced post postpartum hemorrhage due to weak contractions. The patient lost 1205 ml of blood within 2 hours, which was not improved by the appropriate treatment to strengthen the contractions. After the balloon was placed into the uterine cavity, the contractions improved, and the patient was transferred to the ward. The patient was evaluated, and the nurse found the drainage from the uterine drainage tube was not bloody but watery and clear; device leakage was suspected and reported immediately to the doctor. Reportedly, the leak was found at the top of the balloon. The patient lost about 120 ml of blood after the device failure. Total bleeding reported was 1400 ml. Hemostasis was achieved by gauze tamponade and compression after the balloon rupture. The patient required 4u of suspended erythrocytes [red blood cells (rbcs)] + 400ml of normal frozen plasma intraoperatively. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for the failure mode. A complaint history database search showed two other related complaints associated with the failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.